Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with a (right) 525 cc mentor smooth round moderate profile and a (left) 425 cc mentor smooth round moderate profile saline, suffered spontaneous breast implant deflation and left breast implant lateralization, post-procedure. The deflation was diagnosed during an in-office visit. As a result, on (B)(6) 2021, the patient underwent bilateral capsulorrhaphy, bilateral removal and replacement with the following devices: (right) 575 cc mentor memorygel breast implant catalog: 3505751bc lot: 7580691 sn: (B)(4) and (left) 450 cc mentor memorygel breast implant catalog: 3504501bc lot: 9629513 sn: (B)(4)). This medwatch form is for the left breast prosthesis. Complications on the right breast has been reported under mrn: 1645337-2021-12896.